Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Event description:
It was reported that patient experienced pain at the implantable pulse generator (ipg) site. A surgical intervention is anticipated in the near future. No additional information is available at this time.